Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 133-146 mmol/l): sample ID (B)(6) initial result, 14oct, on serial number (B)(6), was 119, repeat result was 140 mmol/l sample ID (B)(6) initial result, 14oct, on serial number (B)(6), was 116, repeat result was 133 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased sodium results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 133-146 mmol/l): sample ID (B)(6) initial result, 14oct, on serial number (B)(6), was 119, repeat result was 140 mmol/l sample ID (B)(6) initial result, 14oct, on serial number (B)(6), was 116, repeat result was 133 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott technical service specialist (tss) was dispatched due to the customer reporting falsely decreased sodium results on the alinity c processing module, serial number (B)(6). Through an extensive investigation, which included multiple troubleshooting procedures such as flushing the waterbath overflow lines, the tss was unable to identify a single definitive cause for the decreased result, so the alinity c processing module, serial number (B)(6), was considered the likely cause of the issue. No additional discrepant result issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.